Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and confirmed the results appeared normal. The field service engineer performed system checks and confirmed the customer was using acceptable sample tubes. He performed comparison testing. The investigation is ongoing.

Event description:
The initial reporter received questionable a1cx3 (hba1c) results for one patient tested on a cobas c 513 analyzer. It was unknown if the cobas c 513 hba1c result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on a high performance liquid chromatography (hplc) analyzer. Sample identifier (B)(6) had an hba1c result of 7.7% on the c 513 analyzer. Sample identifier (B)(6) had an hba1c result of 7% on the hplc analyzer. The reagent lot number was 562178 with an expiration date requested but not provided.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.